Event description:
It was reported that that the patient experienced urinary incontinence and anxiety with this artificial urinary sphincter (aus) due to high riding tubing and distal cuff placement. The device was removed and replaced with a new one. There were no additional patient complications reported.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. The clinical observations of malposition could not be confirmed. Incontinence is a known inherent risk of aus use.

Event description:
It was reported that that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence due to high riding tubing and distal cuff placement. This issue reportedly caused the patient anxiety. The device was removed and replaced with a new one. There were no additional patient complications reported.